Manufacturer narrative:
The root cause is deemed to be manufacturing related (root cause most probably relates to human factors where milling machine prompt for realignment was not executed as per procedure). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Photo review- photo shows an implanted iol, the axis markings appear to be misaligned in relation to one haptic junction, the other haptic junction is not visible the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, the toric markings are not in place where it was expected, and the patient vision was not clear. Additional information has been requested.